Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 13. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and abscess. No further patient complications were reported.